Event description:
A speedband super view super 7 ligator was used to treat esophageal varices in a male pt in 2008. According to the complainant, "when the physician turned the dial, it clicked once and nothing happened, no bands deployed. He turned it a second time and when he fired the bander, one band attached to the varices and another band fell off into the pt's stomach. When he turned the dial to fire another band, the dial clicked but nothing deployed. He turned it again to click it in and three bands deployed at once; one attached to the varices and two fell off into the pt's stomach. Only two of the seven bands successfully attached to varices. A second speedband super view super 7 ligator with a different lot number was used to complete the procedure." At the conclusion of the procedure, the pt's condition was reported as "stable".

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and the cause of reported malfunction is undetermined. The device history record of the pertinent lot was reviewed; no anomalies were noted. A review of the complaint database revealed; no add'l complaints have been reported for this lot. The february 2007 15-month band ligation product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.